Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of cloudy peritoneal effluent and abdominal pain in a patient coincident with dianeal-n pd-4 therapy. On an unreported date, the patient began treatment with dianeal-n pd-4 (dose, frequency, and lot number not reported) intraperitoneally (ip) for chronic renal failure. During a call with baxter (B)(4)technical service center, the following was reported. On an unreported date, the patient experienced cloudy peritoneal effluent and abdominal pain. Treatment was not reported. The outcome was unknown.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.